Manufacturer narrative:
H3 - returned in a specimen cup, dry with clear surigcal residue on the lens. Visual inspection found the lens haptic torn and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -16.0 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2020 due to progressive increase in intraocular pressure (iop). The surgeon did not implant another lens. The cause of the event was unknown.